Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 41-42 mg/dl; cause was not known. Customer received third party assistance from husband. Customer was provided with glucose tablets and food to address bg level. Reportedly, issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.